Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by h3 other text : device not available for evaluation

Event description:
It was reported that an 8110 syr kit sizer sensor was replaced because of the syringe sensor failure. There was no reported patient involvement.